Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> according to the information provided: "revision of right reverse shoulder replacement: patient had no issues with shoulder until a fall last october in which he has damaged his glenoid and the glenoid components. Went in to shoulder - humeral components well fixed, glenoid components loose and significant wear to components. Bone quality was still good so replaced glenoid components and humeral poly". The product was not returned to depuy synthes; however, photos were provided for review. See attachment (a-11024493 source data). The photo investigation revealed the tip fractured of dxtend glenosphere std d42mm. Fracture observed on the device can be traced to the extraction process, as per delta xtend surgical technique, which states the following: "if it is necessary to remove the glenosphere (revision or intra-operative size modification), the glenosphere/metaglene junction can be disassembled by unscrewing the glenosphere central screw using the 3.5 mm hex head screwdriver. This operation should be done smoothly to avoid central screw damage". As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the dxtend glenosphere std d42mm would not contribute to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Revision of right reverse shoulder replacement : patient had no issues with shoulder until a fall last october in which he has damaged his glenoid and the glenoid components. Went in to shoulder - humeral components well fixed, glenoid components loose and significant wear to components bone quality was still good so replaced glenoid components and humeral poly. Doi: (B)(6) 2020 doe: 18-apr-2024.